Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. External visual inspection noted scratched and multiple small arc marks on the case. The seal plug and set screw were intact and the lead barrel was clean. An x-ray taken of the device indicated the high voltage capacitor was damaged. A review of the device memory noted long charge time faults. The diagnostics show a low resistance shocking impedance measurement. Review of the episode data noted the device delivered a shock into a shorted electrode. The pulse generate case was removed and internal visual inspection noted electrical overstress damage. The cause of the reported clinical observations was the electrode being pulled out of position due to twiddler's syndrome. The cause of the error message was the device delivering a shock into a shorted electrode. The electrode was touching the device case when the shock was delivered.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks to the patient due to oversensing of noise. CT and lc error codes were also recorded. The patient had twiddled their system and the electrode was thought to have dislodged. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has been returned back from the field for analysis, this report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks to the patient due to oversensing of noise. CT and lc error codes were also recorded. The patient had twiddled their system and the electrode was thought to have dislodged. Surgical intervention was later performed and the s-ICD system was explanted and replaced. No additional adverse patient effects were reported.